Manufacturer narrative:
Device has not been returned to manufacture. Product no returned to manufacture.

Event description:
It was reported that abutment screw (iuniht) is stuck in abutment.

Manufacturer narrative:
No product was returned for inspection. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain titanium hexed screw it is recommended to torque at 20ncm. Without the returned product, there is not enough evidence to form a conclusion on the reported event of stuck screw. Therefore, the complaint is non-verifiable. A singular cause cannot be determined.